Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when a patient presented to clinic for a follow up, capacitor charge time limit reached was observed after the patient received numerous high voltage shocks for a ventricular tachycardia (vt) storm. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: this report should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The reported event of charge time limit being reached was confirmed. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the devices hv charge logs. The time out was determined to be due to numerous hv activity within a short period of time. The device was tested on the bench using automated testing equipment and no anomalies were found.